Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the caller had two sensors without their cannulas. The patient's blood glucose at the time of incident was 95 mg/dl. Troubleshooting did not occur. The sensors were not returned for analysis.